Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02676 and 3007042319-2015-02677) submitted for devices related to the same event.

Event description:
It was reported that the battery was switching to the other port earlier than expected. The controller and one battery were exchanged with no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Catalog number (1650de). One battery and one controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed during log file analysis, which revealed a critical battery alarm and several power switching events around the reported event date. Based on log file analysis, the most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Analysis of the devices could not be performed since the devices were not returned for evaluation. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This is one of two reports (3007042319-2015-02676 and 3007042319-2015-02677) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.